Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #2) device may have caused or contributed to the reported event. The attorney alleges the patient underwent a second surgery to have exploratory laparotomy, lysis of adhesions, and a small bowel resection in the right inguinal area. The mesh was found to have migrated and had to be released from the bowel, causing significant seromuscular injury to the bowel. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent bilateral direct inguinal hernia repair with two bard/davol bard 3dmax (device #1 and device #2). The patient's left large direct hernia was repaired with a bard/davol 3dmax (device #1) and his right indirect inguinal hernia was repaired with the second bard/davol 3dmax (device #2). Ni/ni/ni: at some time following the implant of the bard/davol 3dmax mesh (device #1 and device #2) the patient experienced chronic abdominal pain, adhesions, and a bowel obstruction. The patient underwent a second surgery to have exploratory laparotomy, lysis of adhesions, and a small bowel resection in the right inguinal area. During this revision surgery mesh was found to have migrated and had to be released from the bowel, causing significant seromuscular injury to the bowel. The mesh device was not removed, but rather the physician was able to close the peritoneal defect between the mesh and the anterior abdominal wall, so that the bowel could not become adherent to the mesh again. As a result of having the products implanted, the patient has experienced significant physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient was caused and, in the future, will be caused to suffer severe personal injuries, and pain and suffering. The patient has experienced physical and mental pain and suffering, and has sustained permanent injury. The patient has undergone medical treatment and/or corrective surgery and hospitalization.